Manufacturer narrative:
(B)(4). Date sent: 02/16/2022 h11: upon review of the information provided, it was concluded that this event does not meet the definition of a reportable event and will be captured as not reportable.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. Additional information was requested and the following was obtained: does the surgeon believe that there was an alleged deficiency of the ethicon ntlc75 device that contributed or caused the patient¿s death? If so, why? Initially when the event was first reported the dr was unsure if it was a device fault, hence I reported the event so long. After further investigation and test results, the dr believes it was not a device fault, rather multiple patient factors. He will continue to use the ntlc staplers. What were the indications for surgery? Bowel obstruction, cancer. What color setting was selected on the device and what was the sequence of the firings? Blue. What anatomical structures was the device fired on? Colon. Were other stapling or suturing devices used when creating the anastomosis? Sutures. Were there any issues experienced with the device in the initial surgical procedure? No, the device fired well after waiting the 15 secouns compression, the procedure was more challenging due to a high bmi. There are patient factors that came to the surgeons attention after testing. I do not have the details of the patient factors. Was the device difficult to fire? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues noticed at the time. Can a detailed timeline of events leading up to the patient¿s death be provided? The 1st procedure went well, subtotal colectomy, patient was sent back to the ward, the patient was brought back to theatre on monday the (B)(6), the leak was discovered. The patient passed away the next day (B)(6). Can operative notes or an autopsy report be provided? No when the patient returned with the leak, was a re-operation done? If yes, was found? The leak was found. A colostomy created. Has a cause of death been determined? I don¿t have this information.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that there was an alleged deficiency of the ethicon ntlc75 device that contributed or caused the patient¿s death? If so, why? What were the indications for surgery? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Can a detailed timeline of events leading up to the patient¿s death be provided? Can operative notes or an autopsy report be provided? When the patient returned with the leak, was a re-operation done? If yes, was found? Has a cause of death been determined? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the doctor performed a colectomy procedure. Procedure was successful. A week later patient returned with a leak at the staple line. Patient has now passed away.